Event description:
A neurologist reported to the manufacturer that a (B)(4) handheld computer had a frozen screen that read "attempting to install factory settings". Performing a hard and soft rest did not resolve the screen freezing event, and the message remained. The suspect computer and flashcard have been returned and are currently in product analysis.